Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). The reporter stated the qc was out-of-range after the event. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from eight patient samples tested on the cobas integra 400 plus analyzer. One patient sample with discrepant results was provided: the initial na result was 147 mmol/l. The repeat result was 139 mmol/l. The physician questioned the initial result because it did not match the patient's clinical history. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation determined the customer's centrifugation time of 6 mins at 3500 rpm may be shorter than the prescribed requirement. The customer stated the qc was within the specified ranges before the event. The field service engineer inspected the analyzer and determined the probe's loose fluidic connection had caused the event. He secured the connections and verified the analyzer's performance through operational tests. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.